Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex steerable guiding sheath was selected for use during an ablation procedure. During the procedure, appearance of air has occurred, while inserting the non-boston scientific catheter (beeat). The air was observed to be in the syringe. No air was observed within the sheath when the dilator was removed from it. The suction was confirmed. When the sheath and catheter were inserted, suction was performed from the side port, the air was able to be removed, so a replacement of the sheath was performed. The procedure was completed successfully. No patient complications were reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the sureflex sheath was visually inspected, and no damage was noted to its valve or sideport systems. The leaking test was unable to be performed, due to material in the sideport tubing. Additionally, no damage noted via vhx upon inspecting valve, sideport joint, tubing or stopcock. Therefore, the reported allegation was not confirmed. Farther, no damage was noted that could lead to air leakage.

Event description:
It was reported that a sureflex steerable guiding sheath was selected for use during an ablation procedure. During the procedure, appearance of air has occurred, while inserting the non-boston scientific catheter (beeat). The air was observed to be in the syringe. No air was observed within the sheath when the dilator was removed from it. The suction was confirmed. When the sheath and catheter were inserted, suction was performed from the side port, the air was able to be removed, so a replacement of the sheath was performed. The procedure was completed successfully. No patient complications were reported. The product is expected to be returned for analysis.